Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400s mg/dl. The infusion set and cartridge were changed multiple times. Multiple boluses were delivered. Bg did not lower. Customer alleged pump was the cause of the elevated bg. Customer was admitted to the hospital on (B)(6) 2018 for diabetic ketoacidosis (dka) and was treated with intravenous insulin. Pump history was reviewed and a valid incomplete bolus alert was found to have occurred on (B)(6) 2018. No other alerts or alarms occurred. Upon follow up, customer reported to have been discharged on (B)(6) 2018.